Event description:
It was reported via clinical study that a left ventricular lead exhibited phrenic nerve stimulation on the left chest. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Correction: this report is to retract MDR-2022-17297 submitted on 27 apr 2022. The event of phrenic nerve stimulation which was addressed by reprogramming is a nonreportable complaint.